Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion is located in a severely tortuous and severely calcified external iliac artery. A 3.0mm x 15mm wolverine cutting balloon was used for treatment. During the procedure, upon first inflation the balloon ruptured in a vertical form at 10atm for 10 seconds. The device was removed without problem using the normal method. The procedure was completed with a different device. There were no patient complications, and the condition of the patient post procedure was good.